Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on 02/27/2024. The patient experienced inaccurate cgm values 5 days after the sensor was inserted in the arm. On (B)(6) 2024 at 3:30 a.m., the reporter was in a different room in the house when he heard a loud noise on the patient´s room. He went to check and saw the patient lying on the bathroom floor with her arm broken. The patient got disoriented, lost sense of balance and fell. It was reported that the patient´s blood glucose was ¿sky high¿ (no specific bg value was reported) and the cgm reading was 129 mg/dl. The reported stated that he believes the patient´s elevated blood glucose caused her to get lightheaded and fall. They called emergency medical services and the patient was taken to the hospital. The last cgm reading the reporter saw on the receiver was 227 mg/dl before the patient was taken to the ER. At the ER the bg reading was 479 mg/dl (no cgm reading reported at that time). At the time of the report, the patient was still in the hospital, and her cgm reading was 48 mg/dl, but the laboratory glucose test was 215 mg/dl. It was reported that there was no medication administered prior to hospitalization because according to the cgm it was reading 229 mg/dl (flat arrow) and normally when it reads that high, it drops shortly after without medication. At the hospital, the patient was treated with pain medication (no information about the specific medication) for her broken arm, but there was no documentation about any other treatment/medications administered for hyperglycemia. Of note, it was documented that the patient was hospitalized, however due diligence attempts to contact the reporter for more information were attempted but not successful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was taken to the ER. The reported glucose values fall within the c zone of the parkes error grid when the patient was in the hospital. No additional patient or event information is available.